Event description:
It was reported that this lead dislodged 23 months post implant. It was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.during the mechanical analysis a stylet could only be introduced and advanced 1.5 cm towards the tip of the lead.the subsequent visual inspection demonstrated dried blood residuals inside the lead's lumen. Additionally, damage of the shock coil was observed, which most likely resulted from the dislodgement or the extraction procedure. Furthermore, multiple signs of abrasion were noted along the lead body. However, the insulation was intact.the electrical analysis of the lead was properly feasible without any deviations from its specifications. In the course of the analysis no peculiarities were noted which might have contributed to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.